Event description:
New information received notes that the right atrial(ra) lead and right ventricular(rv) lead were explanted due to fracture confirmed by fluoroscopy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, no sustained right ventricular oversensing (nsrvo) and intermittent noise was noted on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number:2938836-2020-00032; 2938836-2020-00033new information received indicated that the right ventricular (rv) and the right atrial (ra) leads exhibited oversensing of noise. The device was under advisory. The entire system was explanted and replaced. The patient was stable and recovering.